Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient received an inappropriate shock. A review of the device data identified noise in primary vector when the patient was bending which could be reproduced. Secondary vector does not show noise. A boston scientific technical services consultant discussed troubleshooting and potential programming options for this patient. It was noted that the patient has had a significant weight gain over the past eighteen months. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion. The device was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. A review of the device data identified noise in primary vector when the patient was bending which could be reproduced. Secondary vector does not show noise. A boston scientific technical services consultant discussed troubleshooting and potential programming options for this patient. It was noted that the patient has had a significant weight gain over the past eighteen months. No adverse patient effects were reported.